Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump was opened and there was no damage to the piezo or piezo contact pads.